Manufacturer narrative:
Device evaluated by manufacturer: received one vtcb/8.3 flexima regular w/ro catheter and metal cannula in a generic plastic bag. Visual inspection shows the metal cannula bent. Additionally, the key and the suture were detached from the catheter and these were not returned. It is important to mention that part of the suture was found broken and this part was found added to the stopcock. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered as handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on device analysis completed (B)(4) 2013. It was reported that during preparation for a percutaneous transhepatic biliary drainage (ptbd) procedure, the catheter was tough. A 8.3 flexima regular w/ro drainage catheter was selected for treatment. Upon unpacking, it was noted that the catheter was tough. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed a broken suture.